Manufacturer narrative:
The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker, right atrial (ra) and right ventricular (rv) leads exhibited noise and oversensing that resulted in pacing inhibition with greater than 2 seconds of asystole. Potential lead on lead contact was suspected, however, was not confirmed. An invasive procedure was performed. The device was explanted and replaced and the leads were surgically abandoned and replaced. No additional adverse patient effects were reported.